Event description:
It was reported the patient underwent laparoscopic gynecological procedure that included vaginal hysterectomy with left salpingo oophorectomy, anterior colporrhaphy and placement of mesh tape on (B)(6) 2004. It was reported, the patient experienced exposed vaginal graft and underwent debridement of graft on (B)(6) 2009 and on (B)(6) 2009. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence and dyspareunia. No additional information was provided.

Manufacturer narrative:
It was reported on (B)(4) 2008 the patient experienced a post operative bleeding and hematoma in posterior compartment. It was evacuated and drained by dr. (B)(6) hartline md at (B)(6) hospital. She also received blood transfusions and was started on cipro, miralax ,vagifem 3 times a week and percocet for pain. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted. It was reported that the patient underwent loosening of mesh (unknown if ethicon product) on (B)(6) 2004 due to partial urinary retention, status post mesh. No additional information was provided.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced bladder incontinence, urinary tract infections, urinary urgency, urinary frequency, nocturia, and discomfort.